Event description:
It was reported that during an atrial fibrillation (afib) procedure, the customer experienced high impedance as the generator displayed dots. The high numbers were displayed on the ep recording system. The generator did not stop by itself and the customer had to stop ablation manually using the stop button, making this event reportable. The generator setting was power control mode; temperature cutoff 47°c, for impedance, the customer used the default setting during the procedure. In addition, the customer experienced communication issue between carto 3 and stockert. Ablation was not recognized on the carto as the ablation points did not appear. This issue occurred intermittently during the procedure. This issue is not reportable malfunction. The procedure was completed without patient consequence.

Manufacturer narrative:
(B)(4). It was reported that impedance raised and generator does not stop itself- cut off limit not working. The device was evaluated and no error found. Device is within specification. The device was subjected to preventive maintenance, safety and functional testing and all tests passed. No malfunction found on device. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The concomitant products: navistar thermocool model# unknown lot# unknown carto3 model# m-4800-01 serial #(B)(4) (B)(6). Manufacturer ref #(B)(6).